Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable or unwilling to say when the meter stopped powering on. It is not known how the patient manages her diabetes or whether she made any changes to her usual diabetes management routine after the start of the alleged issue. She reported that on an unknown date and time, she developed symptoms of ¿head spinning.¿ she reported that she went to the emergency room where she received an unspecified type and dose of ¿insulin¿ from a healthcare professional. The patient was unable or unwilling to say whether a blood glucose result was obtained using any other device. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The meter turned on when the power button was pressed. The patient confirmed she had been using the correct test strips. The patient inserted a test strip from a new vial into the meter but the meter did not turn on. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.